Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Bristles that were wedged in the throat/neck [foreign body in throat]. Choking [choking]. Vomiting [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (dr. Best bambus interdent mittel) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On (B)(6) 2021, the patient started dr. Best bambus interdent mittel. On an unknown date, an unknown time after starting dr. Best bambus interdent mittel, the patient experienced foreign body in throat (serious criteria gsk medically significant), choking (serious criteria gsk medically significant), vomiting and product complaint. The action taken with dr. Best bambus interdent mittel was unknown. On an unknown date, the outcome of the foreign body in throat, choking, vomiting and product complaint were unknown. The reporter considered the foreign body in throat, choking and vomiting to be related to dr. Best bambus interdent mittel. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on (B)(6) 2021. Consumer reported that, "unfortunately, I must express my displeasure with the above toothbrush. On (B)(6) 2021 I bought this product. Today, on (B)(6) 2021, so after 2 days in use bristles have come loose while brushing. While choking and vomiting, I just managed to get out 3 bristles that were wedged in the throat/neck. I cannot recommend this product at all. Please check the production regarding the connection of bristles to the bamboo body." Follow-up information was received by quality department on 28 january 2021 for complaint number (B)(4) for unknown lot number. Product complaint: complaint unsubstantiated. The review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample.